Manufacturer narrative:
E1 patient city: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the finland. It was reported that the infusion set fell off during use which led to high bg of 22mmol/l. No further information available.